Manufacturer narrative:
Upon investigation of the actual device used in this incident, the malfunction was caused by unwanted files and process that caused the station to lag and freeze up. The technical support specialist repaired the medapp to resolve the issue. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis medstation system, display continues to become unresponsive. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.